Event description:
The customer states that physicians questioned axsym troponin-I adv patient results. The night shift reported out results when the low control was out of range high. Fourteen results were reported as 0.23/0.21 ng/ml and when the samples were retested on a different axsym analyzer, results were 0.00/0.01 ng/ml. No additional patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
When using the impacted lot of matrix cells, some customers have experienced controls out of range, discrepant patient results, and calibration errors with the axsym troponin-I adv assay. Abbott has not received any reports of adverse events related to the impacted lot of axsym matrix cells. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.